Event description:
On 2015-08-27, information was received from a consumer and healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 25mg/ml at 4.996 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. Since (B)(6) 2015, the patient reported not getting pain relief as she once was. Her doctor performed a x-ray and CT which appeared normal. The patient was then sent to another doctor for a dye study. The catheter was difficult to aspirate, and although only 0.32ml was aspirated, the doctor injected dye and no dye came from the tip of the catheter at t10-11. It appeared there was a break in the catheter close to the spinal incision site. Dye was noted in that area. The patient was sent for another CT scan after the dye study. It was noted surgical intervention was planned but not yet scheduled. Replacement of both the catheter and pump was discussed as the pump was 20 months until elective replacement indicator (eri). The patient's status was reported as "alive -no injury." If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer and healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 25mg/ml at 4.996 mg/day via an implantable pump for failed back syndrome - other. Since (B)(6) 2015, the patient reported not getting pain relief as she one was. Her doctor performed a x-ray and CT which appeared normal. The patient was then sent to another doctor for a dye study. The catheter was difficult to aspirate, and although only 0.32ml was aspirated, the doctor injected dye and no dye came from the tip of the catheter at t10-11. It appeared there was a break in the catheter close to the spinal incision site. Dye was noted in that area. The patient was sent for another CT scan after the dye study. It was noted surgical intervention was planned but not yet scheduled. Replacement of both the catheter and pump was discussed as the pump was 20 months until elective replacement indicator (eri). The patient's status was reported as "alive - no injury." If additional information becomes available, a follow-up report will be submitted.